Manufacturer narrative:
The tah-t will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the patient developed a massive cranial bleed and the date the patient expired is believed to be (B)(6) 2018. The customer also reported that the tah was explanted. No further information has been provided at this time.

Manufacturer narrative:
Visual inspection, valve evaluation, thrombus formation evaluation, and a stroke volume evaluation were performed during the tah-t explant analysis. No anomalies or abnormalities were observed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) - follow-up report 1.

Event description:
Corrected data: on (B)(6) 2018, syncardia received the revised outcome form which listed the cause of death on (B)(6) 2018 as other:massive brain bleeding. The hospital stated that the tah-t did not cause or contribute to the patient death. An autopsy was performed on (B)(6) 2018. No additional information has been provided.